Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool smarttouch sf catheter and the patient suffered a cardiac tamponade which required a pericardiocentesis. After the procedure was completed, a "small" cardiac tamponade was noticed in the patient. The patient was being monitored in the post-op waiting area, it was noticed that the patient became "tachycardic" and hypotensive, on the telemetry monitor. The patient was then taken back into the electrophysiology lab, where a cardiac tamponade was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and about 240cc of fluid was removed. The patient is in stable condition. Additional information was received. The information indicated that the physician indicated that likely the perforation was from quad catheter in right ventricle (non-bwi product), and the patient fully recovered. No catheter exchanges or transseptal puncture sites were performed. Rf data: 18 lesions, 10:23 total time, 423 ml fluid, max 35w, avg 29w, 29 degree celsius max, 25 degree celsius avg, max 207, min 115, drop 8.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction noted to the 3500a initial received on 21-apr-2025. Should have included ¿18735 joules¿ under rf data under b5. Event description. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).